Manufacturer narrative:
(B)(4). The customer reported an intermittent red x and a failure to power on during testing. There was no patient involvement. The device was returned to philips and evaluated. The reported symptom was reproduced. Replacement of the processor pca resolved the symptom.

Event description:
The customer reported an intermittent red x and a failure to power on during testing. There was no patient involvement.